Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient suffered anaphylaxis during cardiac ablation. It is indicated that the event is secondary to the 7f input ps introducer sheath used in the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.